Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 31-jan-2018 from health care professional this case concerns a (B)(6) female patient who received treatment with synvisc one and after one day patient had increased pain through injected knee. Also, device malfunction was identified for the reported lot number. Concomitant medications include diazepam (valium) for insomnia, simvastatin (zocor) for high cholesterol and levothyroxine sodium (synthroid) for hypothyroidism. Concurrent conditions included osteoarthritis and hypercholesterolemia. Patient had drug allergy to zolpidem tartrate (ambien) on (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for osteoarthritis in the right knee. On (B)(6) 2017, one day after receiving injection, patient had increased pain through injected knee. Corrective treatment: none for increased pain through injected knee. Outcome: recovered for both events. Reporter causality description: yes for pain in affected knee. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 9-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.